Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, customer resumed insulin with original cartridge. No additional patient or event information was provided.